Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) proximal seal did not come out even when the plunger was pressed. The bleeding was not a problem because it was immediately hand-controlled. A new device was used and the procedure was completed without any issues. There was no delay. There was no impact on the patient.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 10/04/2024. An investigation was conducted on 10/22/2024. A visual inspection was conducted. Signs of clinical use and no blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was in the delivery device but not in its normal seated position with the seal in an opened state and not in the rolled taco shape. The seal and tension spring assembly was removed from the delivery device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.217 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed, however, the analyzed failure "fitting problem" was observed. The lot # 3000363104 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) proximal seal did not come out even when the plunger was pressed. The bleeding was not a problem because it was immediately hand-controlled. No transfusions were needed. A new device was used and the procedure was completed without any issues. There was no delay. There was no impact on the patient.